Event description:
On (B)(6) 2012, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring c3 deployment system and the gore dryseal sheath. The physician deployed the trunk-ipsilateral leg component, cannulated the contralateral gate and was advancing the sheath into the gate. However, the grey dilator was not fully advanced into the sheath. Therefore, the transition between the dilator and the sheath moved the trunk-ipsilateral leg component proximal over the left renal artery. The physician then advanced a balloon into the ipsilateral limb and ballooned whilst pulling down on device. The physician managed to move the device distally and perfusion to the left renal artery was restored.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.